Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/right essure coil due to malplacement/pt was told by past gynecologist that essure was "coming out'), fallopian tube perforation ('perforation (fallopian tubes)'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Patient has essure placed in 2009. (As reported in mr). Concurrent conditions included spotting vaginal, menstruation abnormal, anxiety, peptic ulcer disease, migraine with aura, ear pain, hypoacusis unilateral, headache, pain rectal, benign neoplasm and leg pain. Concomitant products included butalbital, caffeine, clonazepam and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (salpingectomy (unilateral ) and she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2016-endometrial curettings and patient is here for preop visit. Patient with hsc, d&c, eval of essure/potential removal of essure due to abnormal uterine bleeding. Right essure coil removal, and dilatation and curettage on (B)(6) 2016 date of confirmation test: (B)(6) 2010. -hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion discrepancy noted in essure insertion date- (B)(6) 2010. Plantiffs received treatment for menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- general abnormal bleeding. Event outcome, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (fallopian tubes)") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure) and surgery (she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events fallopian tube perforation, device dislocation & menorrhagia are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/right essure coil due to malplacement/pt was told by past gynecologist that essure was "coming out'), fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Patient has essure placed in 2009. (As reported in mr). Concurrent conditions included spotting vaginal, menstruation abnormal, anxiety, peptic ulcer disease, migraine with aura, ear pain, hypoacusis unilateral, headache, pain rectal, benign neoplasm and leg pain. Concomitant products included butalbital, caffeine, clonazepam and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (salpingectomy (unilateral ) and she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, device expulsion, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2016-endometrial curettings and patient is here for preop visit. Patient with hsc, d&c, eval of essure/potential removal of essure due to abnormal uterine bleeding. Right essure coil removal, and dilatation and curettage on (B)(6) 2016 date of confirmation test: (B)(6) 2010. -hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 1-nov-2019: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. Reporters were added from deletion case no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.